Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred. Subsequently it was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a low battery alert. Customer's blood glucose level was 180 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained and customer reverted to manual injections for insulin therapy.